Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the analyzer was not working. During analysis, the analyzer failed functional electrical testing. The analyzer was to be scrapped and replaced.

Event description:
It was reported that the analyzer was not recognized by the programmer. The analyzer was used with another programmer and still did not work. The analyzer was returned for repair and tested out of specification during manufacturer's analysis. There was no patient involvement.